Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one presto inflation device was returned for evaluation. Upon visual inspection, no anomalies noted to housing, tubing, pressure gauge, handle or site gage. During functional testing, the presto device was connected to an in-house pressure gage and attempted to pressurize, and pressurized test results are, 8 atm = 114 psi= 7.75 atm, 16 atm = 229 psi= 15.58 atm, 24 atm = 340 psi =23.13 atm. No other functional testing performed. Therefore, the investigation is unconfirmed for the reported pressure gauge not working as the pressures noted during functional evaluation were within acceptable range of the product specification. A definitive root cause for the reported pressure gauge not working could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the inflation device was allegedly does not move during differential pressurization. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the inflation device was allegedly does not move during differential pressurization. The procedure was completed using another device. There was no reported patient injury.